Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds" and consumer failed to perform that instruction.

Event description:
Consumer alleges sitting against the heating pad while in a chair and received a burn on her back. There was not a report of property damage with this incident.